Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a severe hypoglycemic episode and stopped using the insulin pump. The customer's blood glucose was unknown at the time of the incident. The reporting party did not mention how the customer treated. The reporting party did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer is convinced the pump had not stopped delivering insulin. Troubleshooting was not completed as the customer was off the pump. No further information was provided. The insulin pump will not be returned for analysis. Unomed set.